Event description:
In 2008, the sales representative reported that during a lumbar minimally invasive surgery (mis), the screw on the instrument came out on the back table while the tech was handling the instrument.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.